Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. No abnormal pump function was observed in the pump¿s black box. The pump was manually suspended on (B)(6)2014 09:34 and resume the same day at 12:13. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 525 mg/dl associated with a pump piston-rod rewind issue on an unspecified date. It was reported the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, the pump¿s settings were not recently adjusted, and the patient had discontinued pump use. It was reported the piston rod would not retract completely, preventing pump function and insulin delivery. This complaint is being reported because the alleged hyperglycemia was attributed to a reported pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.